Manufacturer narrative:
The unit was received with the ratchet extension arm would not go through the base smoothly. The device history record was reviewed with no abnormalities related to the reported incident nor were there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. Sampling plan reviewed and is acceptable. The reported complaint was confirmed. Root cause was unknown.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A service line coordinator reported that when the surgeon tried to place the a1059 mayfield modified skull clamp on the patient, it would stick and not lock properly. The device was not in contact with the patient. An additional information was received on 24jul2019 stating that the device problem was discovered immediately before use as the surgeon was prepping the patient to position on (B)(6) 2019. The device was then removed from the operating room.